Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced lots of high blood glucose. Blood glucose level at the time of the incident was 30.8 mmol/l. The customer also experienced low blood glucose in the past few weeks/months. The customer did not trust the insulin pump. The reservoir will not be returned for analysis.